Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip would "shut"; however, the clip was unable to detach from the catheter to deploy. The same problem occurred with the second resolution 360 clip device. The procedure was completed with a third resolution 360 clip device. It was reported that a piece of the tissue could be observed on one of the clips indicating that the clip "shut" but the clip was unable to detach. There were no patient complications reported as a result of this event.